Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a cci was removed due to patient having cancer return. However, upon opening the site it was noticed that the plate had broke by a screw hole, and it was removed.

Event description:
It was reported that a cci was removed due to patient having cancer return. However, upon opening the site it was noticed that the plate had broke by a screw hole, and it was removed.

Manufacturer narrative:
The investigation results show that the postoperative plate fracture occurred through a hole, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications. The chemical composition conforms to the specification of ti grade 2. The macroscopic appearance points to exceeding the material strength. That is confirmed by the deterioration of the anodization layer and the changes of the surface¿s structure in the area of the breakage. The fracture surfaces were partially leveled due to friction with the counterpart. The non-destroyed fracture surfaces (rest) show the appearance of a forced rupture. The fractographic investigations with sem show a structure of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. The device history records (design proposal, manufacturing documents, inspection plan, inspection drawing and release report) for article# (B)(4), lot # 1603091006 indicate that 1 patient specific device was manufactured and finally packed on 2016-03-23 with no reported discrepancies. To obtain more details about the complained event, the sales rep was contacted, and several answers received. The stryker cmf¿s stryker health care professional was contacted in order to assess the provided information ¿(¿) looks like a fatigue fracture of the plate. Everything was positioned correctly. (¿)¿ in sum, all performed investigations indicate that the plate broke due to a forced rupture in combination with a fatigue breakage. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.